Manufacturer narrative:
H.6. Investigation summary customer reported that the triac instrument a577066 would spin while the lid was still open. The customer indicated that if the lid was opened during operation, the instrument would not stop spinning. No one was harmed from the exposed spinning components of the centrifuge. The distributor was contacted for a claim on behalf of the customer. The material was returned to bd and investigated. The failure was reproduced during the investigation. This is a confirmed failure of the system. The root cause is undetermined at this time. Assignable causes include: defective pcb assembly that controls latch release or a defective latch. DHR review is not required as the complaint is not an alleged failure at install or early life failure. Material was returned for investigation, and the investigation was conducted. The immediate correction was to contact the distributor. Corrective action is not required as the failure mode is within allowable limits. Bd quality will continue to closely monitor trends associated with the failure of safety.

Event description:
It was reported that while using a bd triac¿ centrifuge the customer is able to open the lid while the unit is spinning and the unit fails to stop when the lid is opened.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using a bd triac¿ centrifuge the customer is able to open the lid while the unit is spinning and the unit fails to stop when the lid is opened.